Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 6. Reference MFR report: 1627487-2011-02468, 1627487-2011-02469, 1627487-2011-02470, 1627487-2011-02472 and 1627487-2011-02473. The pt received her scs system, including an ipg, four percutaneous leads and an extension, on (B)(6) 2010. It was reported the scs system was explanted and not replaced due to inadequate pain relief. Multiple reprogramming attempts were unable to resolve the pt's pain. No pt complications were reported as a result of this event.